Event description:
On (B)(6) 2015 the customer emailed that they just received the following information: at the end of (B)(6) 2014 a scrub nurse apparently was using or near electrosurgical equipment, there was a fire and she sustained second degree burns on the left hand, and required medical treatment.

Manufacturer narrative:
The device history record was reviewed, and the reported lot number was inspected and released in compliance with all requirements. The complaint sample was not available to be evaluated. Historical trending was done for the past 12 months, and this is the 1st event involving this catalog number for this defect. One critical factor contributing towards the occurrence of electric shock is the proper handling of the electrosurgical equipment. It is extremely critical that the equipment used for electro cautery be properly set up to prevent burns. The surgical gloves are not designed to insulate against electrical shock. They serve as a microbial barrier, not as an electrical barrier. We will continue to monitor complaints for any trends which might require further investigation.